Event description:
Company was informed of this incident by the physician after it occurred. The physician met with lumend's vp of sales and marketing on 10/10/03. At that time company was informed that he had experienced a perforation while performing an intervention to open a chronic total occlusion (cto) using the frontrunner cto catheter. Dr indicated that this was their first use of the device and he had reviewed the patient's disease state with the lumend area sales manager (asm) in a previous meeting. The asm and the physician had reviewed a left anterior descending (lad) with a cto in the mid artery. The lesion according to the physician was approximately 10-12 mm in length on a straight portion of the artery. The pt was scheduled for intervention, but the asm was not informed that he was going to use the frontrunner for the first itme on this patient. They used the x39 frontrunner without the microguide (mgc). The physician indicated he inserted the frontrunner and delivered it to the lesion without problem. He engaged the cto with the frontrunner and indicated he began to make progress through the proximal cap. He made a couple more actuations and noticed that the frontrunner, as he described "felt like it jumped forward." He thought he was through the lesion and removed the frontrunner and injected to confirm antegrade flow. Upon injection, he immediately noticed that there was extravasation of dye outside the artery. He inserted a balloon and inflated at the site of perforation to gain control. He then indicated that the patient was sent to bypass surgery to address the perforation. Upon inquiring about the status of the patient after the bypass, the physician mentioned the patient was recovering fine. Upon further inquiry to the physician to determine what he believed may have caused the perforation, he immediately ended the conversation and indicated he could not comment further. This concluded any further discussion with the physician about this event. Company has since attempted to contact the hospital and the physician to obtain additional details about the circumstances of this case and to request the cd of the case for the chief medical officer to review. Company has received no response.